Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac tamponade that required drain placement and open-heart surgery. After the procedure, the patient developed a cardiac tamponade (CT) in the ward. The patient was placed in a surgical drain and transferred to the intensive care unit. Later, the patient went to have open heart surgery. No location of perforation was found. The patient required extended hospitalization but improved. The physician¿s opinion on the cause of the adverse event was ¿they are not sure what caused the adverse event¿. The procedural activated clotting time (act) before and during procedure was over 300. There was one transseptal puncture site performed during the procedure. There were 13 performed radiofrequency ablations during this procedure within the pulmonary veins. No ablations were performed outside the pulmonary veins. An abbot brk needle was used for transseptal puncture. Ablation was performed prior to noting the CT. There was no evidence of steam pop. An irrigated catheter was used with a flow setting of high 15ml low 8ml. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. There was no error message observed on biosense webster equipment during the procedure. Force visualization features were graph, dashboard, vector and visitag. Visitag module was used with parameters for stability of range; time; fot; tag size. Additional filter used with visitag was tag index. Color option used prospectively was average and force.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).